Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the implant was to be removed due to granulated tissue that had pushed toward the incision site.

Event description:
It was reported that the implant was to be removed due to granulated tissue that had pushed toward the incision site.

Manufacturer narrative:
Additional information: h6 the observation stated in the reported event that the product was encased in granulated tissue could not be confirmed, as there was no evidence such intraoperative pictures provided, no lot number was provided, and device was not returned. If additional information becomes available, a new supplemental record will be opened.